Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the following investigation results, it is possible that the incident occurred due to damage to the image sensor unit. The root cause of the suggested event could not be specified. The event can be detected/prevented by following the instructions for use (IFU): chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system, inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a laparoscopic resection procedure, the flex deflectable videoscope image turned pinkish/reddish on the screen. There was a 10-to-15-minute delay, and the procedure was completed using a similar device. There was no harm or injury to the patient reported.